Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a fluid leak from a transfer set during the drain phase. It was reported a single hole under the white portion of the transfer set twist clamp was observed. The caregiver stopped treatment and ¿clamped off the area¿. The following day, the patient was taken to the emergency department and was subsequently diagnosed with peritonitis. It was not reported if the patient was hospitalized for the event. The patient was treated with oral cefepime (for 14 days, frequency not reported). It was reported the patient was recovered from the event and is well. Action with pd therapy was not reported. No additional information is available.